Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
On 7/14/2017 a medtronic representative went to site to test the equipment. Representative replaced left tracker and performed calibration. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect tracker has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, after an imaging spin the surgeon felt that there was an inaccuracy of 5-6 mm. The site took another spin and inaccurate again by same magnitude but in a different direction. Medtronic representative reported that the equipment was not changed between spins and accuracy check and stated that the reference frame was fixed rigidly and was not moved. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.